Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: there was no damage to the keypad observed upon return to animas. All buttons responded appropriately to testing. The keypad was removed for internal inspection and there was no damage to contacts and no evidence of contamination observed under button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent nonresponsive keypad issue. The reporter alleged that the pump "froze" and became temporarily unresponsive to all button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.